Event description:
It was reported that, following a fall, one of the patient's leads had migrated, confirmed via x-ray. The lead was also showing high impedances. In turn, surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4). Model: 3186. Batch: (B)(4). UDI: (B)(4). Lead, 8ch 60cm, mrc, gen3, us, pr (bsi).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.